Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation on his arms and under his arms that was made worse by the lifevest. It was reported that the irritation may have been caused by bed bugs. The patient was given a prescription from his physician. Follow-up indicated that the rash was not improving but was not getting any worse.